Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va218dr, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-jul-2023, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said the trial went so well, but "since implant its not like it should be". The consumer said they didn't try their seven programs long enough and added a new one. They were told to try for two weeks, but they still haven't had desired therapeutic effect. The caller didn't report any falls or traumas, but noted the wire did migrate once which they had to replace; replacing the lead did not resolve their concern with lack of therapeutic effect. At this time, the patient thinks therapy should likely be discontinued. As a result of what was reported, the call center recommended discussing further with their healthcare provider (hcp). No patient symptoms were reported and no further complications have been reported as a result of this event.